Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 600, 500 mg/dl at the time of the incident. The current blood glucose level was 156 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with a manual insulin injection and insulin pump. The product will not be returned for analysis.